Event description:
Report 1 of 3. It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the stopper was cocked in an unspecified number of tubes. This led the customer hematology instrument samplers to quickly become blunt and need to be replaced. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, the stopper was cocked in an unspecified number of tubes. This led the customer hematology instrument samplers to quickly become blunt and need to be replaced. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer's photo displays the cap/stopper assembly attached slightly at an angle due to a cocked stopper. Upon visual inspection of 100 retained samples from all lot numbers, no cocked stoppers were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5029352, for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.